Event description:
It was reported that this lead was explanted due to breakage. A new lead was implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes, as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided x-ray image. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided x-ray image confirmed the reported breakage of a right ventricular lead. The lead tip was separated from the lead body and was left in the septum. Without an analysis of the lead itself, no definite conclusion can be drawn regarding the root cause of the fracture. However severe mechanical stress should be taken into consideration. Should additional relevant information or the device itself become available for analysis, the investigation will be updated.